Manufacturer narrative:
The device was returned to (B)(4) for evaluation and the reported event was confirmed. The drive chain was worn and there was a break in the weld on the drive chain, which contributed to the movement in the reported event. Visual examination of the device found many signs of including surface scratches and gouges on the handle and z tubes. This reported event is attributed to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required.

Manufacturer narrative:
The customer has indicated that the complaint sample will be returned to (B)(4). Once the sample is received and the investigation is complete, a supplemental medwatch 3500a emdr will be submitted with the results of the investigation. Complaint information provided by depuy synthes. Not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the locking mechanism broke inside the offset reamer handle and it is showing a lot of movement when it is hooked up to power. The doctor is unsatisfied as the moment can cause eccentric reaming. Several different hudsons were tried to correct the issue. No adverse events were reported as a result of the malfunction.